Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during the implant of this right atrial (ra) lead implant after the lead was placed into the heart, the pacing thresholds were not optimal thus the physician elected to change the lead position. When the helix was attempted to be retracted the helix got stuck. A new lead was used. No adverse patient effects were reported. This lead will be returned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted with the stylet in the lead. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that during the implant of this right atrial (ra) lead implant after the lead was placed into the heart the pacing thresholds were not optimal thus the physician elected to change the lead position. When the helix was attempted to be retracted the helix got stuck. A new lead was used. No adverse patient effects were reported. This lead was returned.